Event description:
It is reported that the patient had a non-displaced fracture around the tibial stem.

Manufacturer narrative:
Information was received via published literature. The part and lot numbers are unknown; therefore the device history records could not be reviewed. Surgical notes were not provided; however it was reported in the journal article from which the complaint was generated that mis multi-reference 4-in-1 instrument surgical technique was used for the surgery. It was also noted in the article that the tibia was cut perpendicularly to the tibial axis, with 7 degrees posterior tibial slope. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Please reference literature a the following location: http://www.ncbi.nlm.nih.gov/pubmed/2592710.